Manufacturer narrative:
Correction to last submission: (h3): based on the review of all available information, there is not evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the rotator cuff tear cannot be conclusively determined.

Event description:
As reported by the equinoxe shoulder study, approximately 1 year(s) and 5 month(s) post implantation of left tsa, the patient presented with postero-sup rotator cuff tear. Rotator cuff tear confirmed by CT scan. This outcome of the event was resolved 1 month(s) later by revision of the left shoulder. The clinical report indicates that the event is definitely not related to the device(s) and unlikely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-13 equinoxe, humeral stem primary, press fit 13mm 310-01-50 equinoxe, humeral head short, 50mm (beta) 300-10-45 equinoxe replicator plate 4.5mm o/s.

Manufacturer narrative:
After further review of additional information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly.

Manufacturer narrative:
(D10): 314-01-14 - equinoxe glenoid, keeled beta, large. This follow-up report is being submitted to relay additional and/or corrected. Information. The following sections were updated: h6, h11. The following sections were corrected: a2, d1, d4, d10, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.